Event description:
It was reported that a malfunction alarm occurred with no notable events occurring prior to the incident. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset information, and the customer was instructed to reset the pump independently and continue its use. The customer was advised to call back if the malfunction code recurs.